Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents in specifications. No unexpected weak or low battery alarm noted as well any button error alarm. Intermittent button response due to moisture damage keypad trace. No frozen screen or low reservoir noted during testing. The device had scratched screen, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer reported that she had a problem with the insulin pump when she attempted to bolus before bed. She stated that the screen was frozen, the device had a low battery and low reservoir. When she changed the batteries, the insulin pump alarmed weak battery and button error. Customer states that insulin pump is frozen with no advancement of time. The blood glucose reading was 203 mg/dl. No further information was reported.